Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On may 13, 2021, olympus medical systems corp. (Omsc) received the literature " clinical characteristics and endoscopic outcomes of colorectal esd cases with post-treatment scarring ". The purpose of the literature was to evaluate the effect of gastric endoscopic submucosal dissection (esd) with post-treatment scarring on the outcome of patients with gastric esd, the esd was performed using a knife (olympus; dual knife). The subject patients was who among 1011 cases of colorectal esd performed between april 2012 and february 2020 at (B)(6) university, 44 patients (male/female: 27/17) had posttreatment scarring. In the literature, one intraoperative perforation was reported. No more information was reported. It was not found what severe and treatment of the perforation was. Based on the available information, a direct relationship between the olympus product and these complications could not be determined. However, perforation might be serious injury, and dual knife might be used when perforation occurred. This is the report regarding the patient with perforation.